Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised due to liner wear; disassociation and metallosis from metal on metal contact with the femoral head and acetabular shell with abductor necrosis. (Right).